Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) received a "fiber optic module failure" message. The unit continued to work. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: d1, d4(catalog #, serial#, unique identifier (UDI) #).

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced the fiber optic module. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) received a "fiber optic module failure" message. The unit continued to work. No patient harm, serious injury or adverse event was reported.